Event description:
It was reported that, during the pulse generator replacement implant testing a few months ago, this system could not convert the induced arrhythmia. Testing was done again today, and the system still could not convert the induced arrhythmia. The doctor explanted the system and replaced it with a transvenous system. There were no additional adverse patient effects.